Event description:
This system was explanted and replaced on the right side due to this rv lead displaying high impedances and possible fracture. The ra lead and ICD were removed because the physician wanted to move a new system to the right side and also wanted to prevent the patient from having another surgery in the near future. The ICD was not at eri and still had a fair amount of battery left. There are no allegations against the ICD or the ra lead. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.